Manufacturer narrative:
Evaluated one opened/used sensor and performed continuity resistance test and sensor failed per specifications.

Event description:
The customer reported via phone call that she had differences between sensor glucose and blood glucose readings. Customer's blood glucose was 200 mg/dl and her sensor glucose was 54 mg/dl. Customer was having trouble calibrating the sensors. Customer stated that the pump was alarming low but the customer's blood glucose was not low. Difference between readings was not within an acceptable range. Customer was advised to remove and replace the sensor. Customer will be sent a replacement sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.